Event description:
It was reported that the patient experienced an overstimulation sensation. Yesterday, the patient tried to adjust stim and it "shot way up" but the patient programmer was showing it was only at 1.4v. The patient's foot curled up like a french fry from chick filet. It felt like she had been hit by lightening. The sensation was impulsive and comes and goes. It goes all the way down her leg and into her foot. The patient had been laying down with her foot curled and it got painful. Anytime she got around the patient programmer, it got worse. The patient had not had any falls or trauma. Patient services walked the patient through turning stim off. After turning stim off, the patient felt cramped but could wiggle her toes on her own. Patient services reviewed if the patient decides to turn stim back on it was recommended turning stim down to 0 then turning stim on and increasing slowly. The patient stated she called the hcp's (healthcare provider's) office but hcp was out today. The next day, the patient stated she turned her stim off because it was going crazy. It made her foot arch up and her toes curl. The patient noted she would like to try turning stim back on and needed assistance with this. The patient wanted to know how late we are open so her boyfriend can be there to help her. Patient services reviewed the patient may want to just start with turning stim down to 0v and then slowly increasing before just turning it back on to where it was. The patient stated she thinks her boyfriend may have laid on the stim increase key and increased it too much on accident. The patient has an appointment to see hcp on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v703023, implanted: (B)(6) 2011, product type: lead. (B)(4).